Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: patient was revised to address instability. Doi (B)(6) 2009 - dor (B)(6) 2012 (left hip). Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, difficulty ambulating, loss of motion and clicking sounds. The MDR decision has been reversed and products now reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Update 07 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and medical records. In addition to what previously alleged, ppf alleges dislocation and elevated metal ions. After review of medical records, it was confirmed that the patient was revised due to instability. It was stated that there was somewhat unusual tissue reaction between the metal liner and the underlying pinnacle shell. Added stem due to the alleged elevated metal ions in ppf. There are no lab results to confirm the elevated metal ions.